Event description:
It was reported an over infusion of magnesium sulfate (2 grams in 50ml) on (B)(6) 2024. The event happened at the start of the infusion, the nurse noticed the drip rate was faster and described it as ¿pouring¿. The medication was intended to infuse over two (2) hours on a primary line. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility